Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple cartridge alarms (alarm 01) occurred during the load sequence with multiple new cartridges. Customer's blood glucose level was not impacted. Reportedly, the customer reverted to manual injections for insulin therapy.